Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (38 worldwide reportable incidents out of estimated 223,000+ procedures performed to date) is approximately 0.017% of the procedures and within the acceptable range as identified in risk analysis documentation. Patient identifier, age or date of birth, and weight: requested.

Event description:
Clinic reported a patient who experienced shooting numbness from left axilla to wrist 4.6 months post miradry treatment. Patient stated she feels "electric shock" when she touches the underarm.